Event description:
It has been reported that a versacross access solution kit was selected for use for a transcatheter aortic valve implantation (tavi) procedure. During the procedure, the transseptal puncture was not successful using rf application. The device was replaced (different device, same model), and the procedure was completed successfully. No patient complications were reported. Product is not expected to return for analysis as it was disposed of at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Due to additional information received, the field b5 (describe event or problem) was updated, thus this supplemental report is being filed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross access solution kit was selected for use for a transcatheter aortic valve implantation (tavi) procedure. During the procedure, the transseptal puncture was not successful using rf application. The device was replaced (different device, same model), and the procedure was completed successfully. No patient complications were reported. Product is not expected to return for analysis as it was disposed of at the facility. It was further mentioned that there were no error/codes or alerts noted. The generator was in ready mode and the rf tone was heard when the energization was attempted.